Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. The customer's current blood glucose level was over 400 mg/dl. The customer stated that they got an insulin flow block and it had led to the high blood glucose level. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.